Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. Data downloaded from the device shows that 25 first prime pulses were completed, and the pod was deactivated at 35 pulses; the ratchet gear did not advance enough to deploy the needle mechanism. First prime ended prematurely due to a failure of the rotational sensor assembly. Inspection of the commutator cap and rotational sensor springs found no damage or defects. Inspection of the drive mechanism found that one of the hook talons was bent upwards. The device was reset and rerun and successfully completed a 5u bolus. Although the hook talon was damaged, the hook talon was able to detent the ratchet gear, thus it cannot be conclusively determined if the hook talon caused the pod to end first prime prematurely. No other defects or deficiencies were found while inspecting the drive mechanism and needle mechanism. The adhesive welds were also found to be incomplete. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.